Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing. Real-time p-wave oversensing could be reproduced when the patient was laying down. The physician noted the lead was dislodged but he felt that it was not enough to require invasive procedures to correct as the patient has had difficulty with incisions healing in the past.